Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.0/1.5/166 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem.